Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after sensor insertion the sensor did not work. The mother did not recall the symbol in the upper right hand corner of the receiver screen. The sensor was inserted on (B)(6) 2015, at the arm. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).